Event description:
Per complaint (B)(4), a patient with trigeminal neuralgia tried a shorter dental implant. The patient reported a burning sensation with severe pain. The implant was explanted within a week of initial placement.